Event description:
Initial result for a pt ck was 0 u/l. When repeated, the result was 64 u/l. The incorrect result was not used to guide treatment. The field service rep found that the level detect cable and sample probes were bad and repaired the instrument by replacing the level detect cable and sample probes.